Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhw12c. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver failed to charge and boot due to perpetual rebooting. The receiver was unable to retrieve the download. The functional test could not be performed due to perpetual rebooting. The receiver case was opened, the internal inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.